Manufacturer narrative:
Additional information was received that during the pocket revision, a wide spaced lead, a splitter, and a lead extension were implanted for better coverage. The patient was receiving adequate stimulation following the procedure.

Event description:
A report was received that the patient underwent a pocket revision due to difficulty charging. The ipg was originally located midline, however, the patient's midline was curved in. The ipg was relocated and the patient was reportedly doing well following the procedure.

Event description:
A report was received that the patient underwent a pocket revision due to difficulty charging. The ipg was originally located midline, however, the patient's midline was curved in. The ipg was relocated and the patient was reportedly doing well following the procedure.